Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va07sqj, implanted:(B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va077rr, implanted:(B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted:(B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted:(B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that twice in the last two weeks the implantable neurostimulator (ins) had turned off by itself. In both cases, the patient was slow moving and disoriented. The patient fell out of a chair in (B)(6) 2015 and they were confused, disoriented, and ¿going downhill rapidly.¿ the symptoms prompted the reporter to check the ins and they found the ins was off. The ins was turned back on. The patient was sure that no one had touched the patient programmer and no one could have turned the ins off. The patient¿s healthcare professional (hcp) had been contacted and they told the patient that it was not possible for the ins to turn off by itself. No error codes were seen on the patient programmer and the programmer was currently in a locked box. The reporter and the head nurse were the only ones that had access to the programmer. The reporter planned to schedule an appointment with the patient¿s hcp to have the system integrity checked. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient received assistance from the healthcare professional or manufacturer rep sensitive on 2015 (B)(6) and their concerns were not really resolved. The device turned off twice in a month and was told it was probably a microwave.

Manufacturer narrative:
(B)(4).